Event description:
A nurse reported during the intraocular lens implantation as the lens was being advanced the haptic was wrapped around the tip of the inserter. The cause of this was the bent tip of the injector. The surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).